Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The unit received with the lock having both rotational and lateral movement. Unit needs to be machined to have heli-coils added to the large starburst threads. The device history record review showed no issues. The complaint was confirmed. The root cause of the damage was due to worn starburst threads.

Event description:
A repair and service manager reported that the a1059 mayfield modified skull clamp lock had rotational movement. There was no patient injury and no delay in surgery . Additional information was received from the customer on 17jul2018 indicated that the product problem was discovered during application of the headrest in (B)(6) 2018 (exact day not specified). The patient was positioned and no failure occurred during use but the physician requested to have the clamp checked and taken out of service after the procedure.